Event description:
It was reported that the black plastic on the unit appears as if it had been melted.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.